Manufacturer narrative:
Per -7360 final report. Additional information including post primary and pre-revision x-rays, operative notes (primary and revision), patient age, activity level and weight, what devices were implanted at the revision and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all information could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted. It is possible that the offset choice and positioning of the primary implants could have caused or contributed to the reported event, however, this has not been confirmed as the root cause. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix collared / trinity dual mobility revision of the collared stem, biolox delta ceramic head, ecima insert and cocr liner after approximately 1 year and 4 months due to a 4cm leg length discrepancy.

Event description:
Metafix collared / trinity dual mobility revision of the collared stem, biolox delta ceramic head, ecima insert and cocr liner after approximately 1 year and 4 months due to a 4cm leg length discrepancy.

Manufacturer narrative:
Per -7360 initial report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level and weight, what devices were implanted at the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.